Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the reamer snapped mid reaming. There were no consequences or harm to the patient. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h3, h6 h6: proposed component code: mechanical (g04) -drill visual examination of the provided picture identified the end of the reamer has broken off. No further evaluation can be made from the provided picture. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.